Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter,a latero-lateral anastomosis (left hemicolectomy procedure) was performed with the device. The device was properly close and removed and no occurrence has been registered during the surgery. However, on the 2nd day in post-op when the patient was evaluated, there was a bleeding. Conservative therapy was followed to resolve the issue.